Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that "almost the entire dose" of vaccine medication leaked from between the detachable needle and bd integra¿ syringe hub during use, causing an insufficient amount to be injected. Medwatch report# mw5091626 was filed in response to this event. The following information was provided by the initial reporter: "bd integra syringe 3ml 25g x 1" lot no: 8291631 leaked vaccine, causing insufficient amount to be injected." "Spoke with customer 01/06 in which it was noted that an additional dose was drawn and administered as almost the entire dose leaked. Customer noted that the leak occurred between the needle hub and syringe."